Manufacturer narrative:
As no further information concerning this event is expected, the complaint record has been considered closed. Should new information become available, a follow-up report will be submitted.

Event description:
Boston scientific received information that during implant proceedings this patient expired due to respiratory arrest. An x-ray confirmed a "light" left pneumothorax as the contributory factor. Respiratory impairment and progressive desaturation with worsening ventricular dynamics were exhibited, followed by a difficult intubation. Subsequently and without appreciable changes, further deterioration occurred in the oxygen saturation levels, despite the intubation tube in satisfactory positioning. Cardiac arrest and electromechanical dissociation resulted, at which time CPR was started and three successful defibrillation shocks delivered. After 40 minutes of maneuvers, no significant improvement was observed and the patient confirmed unresponsive. Medical efforts then ceased and the patient was pronounced. No allegations against the boston scientific product and no return expected.